Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that the user experienced variable glycemic control while using the ilet, with low blood glucose on dialysis days and hyperglycemia up to the 500s on non-dialysis days, leading the user to discontinue use and pursue a device return. Symptoms included hypoglycemia and hyperglycemia. Outcomes included no reported hospitalization, medical intervention, or injury. Investigation included internal case review and complaint assessment. Investigation of this case revealed that the cause of the glycemic excursions was unclear, with no device alarms reported and no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.